Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 3 ml bd luer-lok¿ luer-lok¿ tip experienced device damage/deformation while still considered operable and leakage. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 309657, batch no: 0098610. Are any samples available for return? Yes. Reported issue: crack inside of syringe caused leak. Follow up from customer: when did the incident occur before use, during use or after use? Before use. What is the date of the event? August 31. What medication was drawn into syringe, please confirm if chemotherapy? Normal saline is the available sample contaminated (blood, urine, etc)? No, the sample was normal saline. What area of syringe was cracked? The outside monojet.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-09. H6: investigation summary one 3ml syringe received for investigation, upon visual evaluation a cracked barrel is observed. Possible root cause, misalignment in the silicone dosing disc due to difference in the size of the barrel diameter with the transfer disc. Corrective action includes reduce transfer dial cavity (adjustment). Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. CAPA 400567 has been initiated.

Event description:
It was reported that the 3 ml bd luer-lok¿ luer-lok¿ tip experienced device damage/deformation while still considered operable and leakage. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 309657 , batch no: 0098610. Are any samples available for return? Yes. Reported issue: crack inside of syringe caused leak. Follow up from customer: when did the incident occur before use, during use or after use? Before use. What is the date of the event? (B)(6). What medication was drawn into syringe, please confirm if chemotherapy? Normal saline. Is the available sample contaminated (blood, urine, etc)? No, the sample was normal saline. What area of syringe was cracked? The outside monojet.